Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy, when stapling the connective tissue, on the fourth firing of the device, the reload had some problems with the handle main trigger. When they lifted the button up to open the jaws, the reload was articulating to the left. They then intentionally articulated the reload. Upon inspection of the bite of tissue, they did not noticed any exposed bands of tissue prior to firing. When firing, they noticed the bands of metal coiling out the side and getting larger. When retracting, much of the metal went back inside the reload, but not all. The reload was not able to be unarticulated and could not be removed from the adaptor and had to be removed from the patient with the trocar attached. The staples were deployed and looked fine. A new reload and adaptor was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.